Manufacturer narrative:
Patient presented with high impedances; ipg replaced and patient now doing well. Explanted ipg had no anomalies. No further action to be taken.

Event description:
Product forwarded from medtronic; explanted devices received for analysis. No information provided as to cause of explant or patient info.